Event description:
It has been reported to philips that the device may not be functioning as expected.

Manufacturer narrative:
This reported event was submitted in error. Philips has identified this case as a duplicate complaint from another business unit that was determined to be a non-reportable event. No investigation results will be provided, and no other reports will be submitted.